Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3889-28, lot# va09fuf, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va0agsr, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell on "his rear" on the ice in (B)(6) of 2014 and it had been hurting ever since. The patient was having issues with his left side, it was no longer secure and when he sits it pulls/turns sideways. The device was flipping in pocket, causing discomfort. Symptoms included pain at lead site and left pocket site. The patient noted wires were twisting and yanking on their spinal cord and "doing things it is not supposed to do". Reprogramming was switched on the left side as well (by the programmer). A device flip was confirmed; they were able to manually flip battery. Xray of pelvis was done. Patient was reprogrammed several months ago. The patient had surgery (B)(6) 2014; battery was repositioned and pocket was very large. Patient outcome was unknown as they had just had surgery the day prior.